Event description:
It was reported that during a hand assisted laparoscopic splenectomy procedure, the outer iris valve of the device ripped off of the outer ring. The case was completed with a like device with no pt consequence.